Event description:
It was reported that during a low anterior resection procedure, the device fired fine. The donuts were intact. When a leak test (air & saline) was done, the left side of the anastomosis fell apart. The anastomosis was hand sewed closed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information:

Manufacturer narrative:
(B)(4). (Device b): serial = (B)(4); other # = f5w45k (batch #); exp date = 07/14/2014, (device b): MFR date 8/14/2009. (Device e): serial = (B)(4); other # = g5xu07 (batch #); exp date = 12/25/2014, (device e): MFR date 1/25/2010. (Device f): serial = (B)(4); other # = f5x432 (batch #); exp date = 10/10/2014, (device f): 11/10/2009 (B)(4). Device a arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Three devices, (b), (c) and (d), arrived sterile and in good visual condition from the same batch number. Device b was pulled out and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (e) and (f) arrived sterile and in good visual condition. The devices were pulled out of the original packages to be tested. The devices were tested for functionality with the returned washers and both devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.